Event description:
The patient experienced a loss of therapeutic effect. It was noted that the pocket was "loose" and that the patient wore jeans close to the pocket area. Impedance measurements showed >4000 ohms on all bipolar and unipolar lead pairs except c to 0 which was 2398 ohms. Changing the default values and rerunning the test had the same measurement results. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).